Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of a peritoneal dialysis (pd) transfer set separated from the white twist sleeve. The separation occurred while the patient was using the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with a white minicap on the dark blue connector. A visual inspection with the naked eye noted, a cracked/broken main body. Functional testing including leak, clear passage. And clamp function testing were performed with no issues noted. The reported condition was verified as broken main body. The cause of the damaged main body could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction/additional information: h10. H10: the device had brownish staining/residue on the main body. A visual inspection with the naked eye, noted the occluder feet were broken on the light blue main body. Functional testing was not performed on the device. The cause of the damage could not be determined. However, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents, that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.